Event description:
The customer called technical support (ts) reporting that the device has a pressure alarm sensor inoperable, and they cannot clear it. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Biomed was unable to get into diagnostic mode to retrieve error codes. He requested to have the unit repaired at the bench. Further information is pending.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Biomed was unable to get into diagnostic mode to retrieve error codes. He requested to have the unit repaired at the bench. Bench evaluated the device and confirmed that you cannot enter diagnostics mode, found disconnected nav-ring, will connect. After a few minutes of cooking unit, error 110b appears. Need to replace gas delivery subsystem to fix problem. Cpu cover tray is damaged, missing a screw holder, and will be ordered. Touchscreen has some damage on the lower right side and is not adequately working in that area, will order touchscreen. Fan is incorrectly installed with screws, will order fan isolation mounts and push pins. Will also order pm kit and box. No repairs were completed by bench as the customer declined the repair estimate. The unit will be returned unrepaired. No work performed. No tools used. No testing done. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.